Manufacturer narrative:
Event summary: the reported issue does not indicate a console manufacturing related defect. Service has been recommended for the console (106a3/ 5m0630) for a baseline flow issue. In conclusion, the reported system notice (#11200) received indicating that there is a problem with the system nor power up errors were confirmed. The console is in the field and will be service has been recommended. The product issue reported (11200, power up errors) are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that there is a problem with the system. The console was rebooted twice without resolve. A manual reboot was then performed without resolve. The flow was not as expected. The case outcome was aborted while the patient was under general anesthesia. A field service visit was recommended. No patient complications have been reported as a result of this event.